Manufacturer narrative:
(B)(4). Device not returned.

Event description:
It was reported during a laparoscopic gastric bypass procedure, the device produced an incomplete staple line and a complete cut line. Then the reload fell out of the device. The surgeon used this area as the otomy part of the procedure. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4)